Event description:
It was reported that high impedance values were observed with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pace impedance steady at 750 ohms through (B)(4) 2014, steadily rises to 1400 ohms between (B)(4) 2014 and (B)(4) 2015. Concomitant medical products: 4076-45 lead, implanted: (B)(6) 2011. (B)(4).